Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: vamf4646c200tj; s/n: (B)(4); use by date: 2019-11-06; upn # (B)(4); vamf4646c200tj; s/n: (B)(4); use by date: 2019-11-06; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 67mm abdominal aortic aneurysm. It was reported that prior to the planned procedure, subacute patient care was required as the patient complained of chest and upper back pain. As spinal drainage was not possible stent graft implantation was performed to cover from the left common carotid artery to the celiac artery. It was reported that during the index procedure, difficulties were encountered in positioning the devices due to a severely tortuous aorta. Delivery was completed using a pull-through technique with the guidewire replaced with a stiff wire for delivery of the graft in the distal region. After the eventual successful completion of the index procedure, it was reported that the patient did not recover consciousness and his left leg appeared discoloured with thrombus being a possible cause. The following morning, (B)(6) 2018, patient regained consciousness but could not move his leg. The following day, he could not move either leg. The physician noted that due to the situation and the surgery performed that paraplegia was inevitable. There is no further intervention planned, rehabilitation being the only option. No additional clinical sequelae were reported and the patient is being monitored.